Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-00322.

Event description:
Device 2 of 2. Follow-up identified the patient underwent surgical intervention to explant the right supra-orbital lead. Additionally, the skin erosion has resolved. Since it is unknown which of the two leads is located on the right side, both devices have been documented with an explant date.